Event description:
During knee arthroscopy, could not get enough flow during the case. The surgeo was not able to see the joint well enough and blamed it on not getting enough flow and got a pump from another or and the same thing occurred, could not see the joint like he wanted. He waited for the rep to bring a dyonics 25 which arrived within 25 minutes and surgery continued and procedure and the pt was under anesthesia. It was stated that the next morning both pumps were working fine as they were being used by a different surgeon without problems.